Event description:
Additional information was received from the physician reporting that the "vns malfunction" was in reference to a "broken wire." The device was disabled about a year ago, however the reason is unclear. It is likely that high impedance was observed during diagnostics, however attempts for additional information have been unsuccessful to date. The physician indicated the patient was refered for vns explant. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
Brand name, corrected data: upon receiving additional information, the initial report inadvertently reported the incorrect suspect device information. Type of device name, corrected data: upon receiving additional information, the initial report inadvertently reported the incorrect suspect device information. Suspect device model #, serial #, lot#, expiration date, corrected data: upon receiving additional information, the initial report inadvertently reported the incorrect suspect device information. Device manufacture date, corrected data: upon receiving additional information, the initial report inadvertently reported the incorrect suspect device information. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported via complaint form dated (B)(4) 2011, that a vns patient wants her device removed. She was not having any issues with it but wants it removed even though her physician advised against device removal. No adverse events or device malfunction allegations were identified at this time. It was only reported that the patient is requesting to have the device removed. However, additional information was received on (B)(4) 2012, indicating that the patient was scheduled to see the surgeon. The neurologist referred the patient for vns removal "due to vns malfunction." The device was reportedly disabled, but the surgeon's office did not have any additional information. Attempts for additional information have been unsuccessful to date.